Event description:
Positive blood culture isolates on 2 new pts detected 9/16/94, were identified as c. Guilliermondii. Clinical presentation as well as other factors again made these suspicious for contamination. Investigation of implicated slides yielded a c. Guilliermondii contaminant (1 of 100). Other lot numbers were investigated and found to have rhodotorula rubra and bacillus contaminants. Also see 1003451. Add'l lot number: 0518g43ke.